Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) incomplete. The expiration date is not currently available.

Event description:
The tip off a healix advance 5.5mm knotless implant broke. Doctor was passing 3 sutures through the tip at the time and as be pulled on the guide wire the wire was supposed to funnel all 3 sutures through the tip. This ended up in a broken tip. We have done 100s of cases with this implant and it was a first time occurrence.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor is broken, but is held in place by suture. There is a small broken piece at the distal end not returned but it was confirmed that the broken piece was not left in the patient since the brake happened before the anchor was inside the patient. It was while pulling sutures through the anchor. Apply normal tension on suture lengths, excessive force may overload the anchor or suture. This failure could be associated with user technique issue. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the follow-up medwatch, another follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete. The expiration date is not currently available.